Event description:
It was reported that the customer was taken by ambulance to the hosp due to hypoglycemia. The reported blood glucose reading was 17 mg/dl. It was reported that the customer told her dr that prior to the event, she had bolused for a meal, but then did not eat the meal as planned. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.